Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been rec'd.

Event description:
Two 5.5mm locking screws were noted on x-ray as broken approx half way down the shaft. Screw were implanted in an atb plate for l4-s1 fusion and the broken screws are the s1 inferior screws. Surgeon has no plans to remove the screws but will watch the pt closely.